Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct prod analysis will be available. The shopfloor paperwork for this batch shows that the prod met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 731 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr), and the physician performed a coronary artery bypass grafting (CABG). The target lesion was a 3.5mm, 90% stenosed, 10mm long portion of the proximal left anterior descending (prox lad). The physician treated the target lesion with direct placement of a 3.5x 20 mm taxus express2 study stent. Residual stenosis was 0%. Post-operatively, the pt received hemodialysis and was discharged 6 days later on plavix. At 722 days after the initial procedure, the pt was admitted due to a mechanical fall which resulted in a fractured ankle. A pre-operative cardiology eval was undertaken. An ECG at this time revealed normal sinus rhythm, left axis deviation, and slow r-wave progression. A myocardial perfusion scan showed lvef of 40%, fixed inferior wall defect, and anterior wall ischemia. Treatment 731 days after the index procedure consisted of CABG x 4 including: lima to lad, svg to om, svg to r-pda, and svg to 1st rpl. Eight days later, the pt had surgery to repair his fractured ankle. The pt was discharged 17 days after the tvr on aspirin. In the opinion of the physician, the relationship of the tvr to the taxus stent is unrelated. After a clinical events committee completed the review of the pt's tvr, it is determined that the relationship of the tvr to the taxus stent is possibly related.